Event description:
(B)(4). Initial report received on (B)(6) 2008 from a physician via a company rep. A pt with unspecified gender, age, and relevant history, had been treated with poly-l-lactic acid (sculptra inj). Batch number not reported. Concomitant medications were not reported. On (B)(6) 2008, the pt experienced itching of scalp. Unk date and hour of injection(s) of sculptra. At the time of this report, outcome is ongoing. Further info has been requested. (B)(4). F/u info received from the physician on 4/30/08: a (B)(6) female pt had received, on (B)(6) 2008, one injection of poly-l-lactic acid (sculptra) (batch number a7017) associated with xylocaine sc exact doses unspecified. At the beginning of the injection she experienced marked redness like scarletiniform eruption on face and neck with itching of scalp, burning feeling, epigastralgia, dyspnea, marked diarrhea leading to vagal malaise. The drug was stopped and never reintroduced. Corrective treatment was initiated with prednisolone (solupred) 20/mg/d). The reporter ticked on the form that the reported events had no criteria of seriousness. At the time of this report, the pt had made a complete recovery but refused to have any allergic tests. The reporter mentioned that the pt has no medical history of xylocain allergy. No further info was provided.